Event description:
Additional information indicated that this lead exhibited oversensing of noise but did not result to pacing inhibition. High thresholds were observed as well. This lead was capped. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead as it exhibited high pacing impedance. At this time, no troubleshooting was performed. The lead remains in service. No adverse patient effects were reported.